Event description:
Baxter received a report that the set separated from the titanium adapter. It was found at the patient's home. The set had been used for 60 days. Antibiotics was administered for prevention. There was no patient injury. The actual sample is available for evaluation.

Manufacturer narrative:
If the sample or evaluation results become available, a follow up report will be submitted.